Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue. The battery door is missing. The unit powers on but does not sound when the magnet is removed. (B)(4).

Event description:
Customer reported unit will not power on. They have replaced batteries with a new supply and they made sure to install the batteries correctly. The customer did not provide a date when this was discovered and no pt incident or injury was reported.